Manufacturer narrative:
Corrected data: age/date of birth, explant date and report source.

Event description:
Additional information was provided which stated the explant occurred on (B)(6) 2016 and the patient is part of a clinical study.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced a loss of stimulation. Diagnostics indicates invalid impedance readings. X-rays were taken and a kink in the lead was observed. Surgical intervention was undertaken and the lead was explanted and replaced. Reportedly, effective therapy was restored.